Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the power connector to the cpu was tightened. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the computer of the imaging system would not complete initialization. It was noted that restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: catalog number updated to proper value. Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was due to power conversion module not supplying power to image acquisition system (ias). Software is functioning as designed.